Event description:
It was reported that the insulin pump accidentally was exposed to a MRI, and the device was not functioning. The customer stated that a motor error alarm occurred. Troubleshooting was performed. Ran a displacement test and failed. A motor error alarm occurred during prime. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.